Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 36 mg/dl at the time of the incident. Customer's current blood glucose value was 205 mg/dl. Customer stated that they had an open book image and had crack on the back of the battery compartment. Customer was treated with food. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.